Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use of the mayfield modified skull clamp (a1059), the surgeon placed an 80 pound torque screw at 60 pounds to clamp down on the skull; however, the 80 pound torque screw moved to 10 pounds. No information on patient injury or surgical delay has been provided.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit was unable to duplicate slippage. The lock has both rotational and lateral movement and a residue buildup present. However, when the clamp is properly positioned and put under pressure, it will not move. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint is not confirmed. The clamp does have movement in the lock, but that movement would not be present when put under pressure. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.